Event description:
Device returned to MFR with group of devices from facility. Minimal info available as to reason for explant - presumed "battery depletion." Follow up with hcp provided that pt had been experiencing increased spasticity since last refill of the device. Pt's physical therapist was having difficulty providing therapy. The pump was accessed and the entire amount of the prior refill was withdrawn. Pt's pump was replaced and she has done well since replacement.